Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the insulin pump alarmed a compromised force sensor system alarm and that insulin was squirting out during manual prime. The blood glucose level was unknown. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product back for analysis.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to severe moisture damage on the force sensor resistor noted. Unable to perform pump self-test, off no power test, a21 error test and operating currents measurement due to constant a33 alarms noted. The insulin pump passed displacement test and rewind test. The insulin pump had minor scratches on the lcd window, cracked case at the display window corner, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, broken battery tube threads, cracked belt clip slot and stained end cap sticker.